Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-111743. This report was submitted as a correction of the previously submitted report which reported the reporter country as romania. The correct country is slovakia.

Event description:
A remstar pro c-flex + device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the service technician observed visible foam particles. Additionally, dust and dirt contamination was observed by the technician during evaluation of the device. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.